Event description:
Reporter indicated a vns patient's generator was found to be off upon interrogation. It was concluded the device had been off for three months. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.